Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 8 annular rupture serious injury events for the sapien 3 transcatheter heart valve in the aortic position. The "time to event" (tte, in days) for this event was 0.0. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: 00690103201314, 00690103201321, 00690103201338. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tavr procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 4 2022 data extract for aortic serious injury events for the sapien 3 valve. This report summarizes 8 annular rupture serious injury events for the sapien 3 transcatheter heart valve. The age range for these events is 60-86 years. The breakdown for gender is as follows: 1 female and 7 males.

Manufacturer narrative:
A correction report is being submitted per FDA notification of error in the exemption number, updated to e2016006.

Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.